Manufacturer narrative:
On a unreported date in (B)(6) 2019, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. Treatment for the event was not specified. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient has recovered from the event. It was reported that pd therapy was discontinued during treatment. No additional information is available as the reporter declined follow up.